Event description:
It was reported, the patient is not receiving effective stimulation therapy from his scs system. A sjm representative met with the patient, but was unable to provide effective stimulation therapy through reprogramming. A system diagnostics did not show any anomalies. In addition, x-rays taken did not show any lead migration. Surgical intervention may be taken at a later date to address he issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.